Event description:
Pt called lfs and alleged that their meter was reading inaccurately erratic. They performed 3 tests within 10 minutes. The results were 142, 412, and 74 mg/dl. The pt reported symptoms of dizzy, lightheaded, confused, and tired. The pt contactted their physician for advice and was advised to visit the diabetes center. The diabetes center advised the pt to call lfs. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and cleaning the puncture site were correct. The pt attempted 4 times to perform a control solution test but was unable due to an apply sample message. The apply sample issue was not resolved. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of the meter contributing to a serious injury. A new meter, tests strips, and bottle of control solution are being sent to the pt.